Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from the nurse in (B)(6) of peritonitis in a patient coincident with dianeal-n pd2 1.5 and extraneal viaflex therapies. On (B)(6) 2011, the patient's family member reported that the patient experienced physical deconditioning. The patient's nurse clarified that on (B)(6) 2011, the patient "visited the hospital" and was diagnosed with peritonitis. The patient did not hospitalization. On (B)(6) 2011, the patient began remedial therapy intraperitoneally with an unspecified antibiotic agent. The outcome for the event of peritonitis was not reported. Dianeal-n pd2 1.5 and extraneal viaflex therapies were ongoing. The nurse believed the event of peritonitis was not related to dianeal-n pd2 1.5 and extraneal viaflex therapies.